Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230r, serial/lot #: s1943fvu rev. B, product ID: bi71000576r, serial/lot #: s1948qkr rev. C medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000576r provided the lot number s1948qkr rev. C. The hardware was returned and analysis was performed. The analyst installed the gen bstr in a test imaging system. The system did not initialize. The generator did not ready. Error e140: (oxof) output voltage. Codes b01, c02, d02 are applicable to this analysis. The return of bi71000230r provided the lot number s1943fvu rev. B. The hardware was returned and analysis was performed. The analyst installed the starter upgd kit in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while doing the generator firmware update, the system was unable to expose and there was a generator error 132. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000230r, lot number: unknown; product ID: bi71000576r, lot number: unknown h3, h6: the system was serviced in the field and while performing the required testing after upgrading the generator firmware, the generator intermittently would not expose. Generator logs showed intermittent e132 errors. Replaced booster and starter boards. Completed all required testing. Full system checkout with multiple reboots and exposures completed without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.